Event description:
It was reported that a patient underwent an umbilical hernia repair procedure on (B)(6) 2011 and mesh was used. The patient developed a massive foreign body reaction on (B)(6) 2011. The patient's symptoms were pain, livid colored, red skin measuring approximately 20 cm. The patient was treated with cooling and antibiotics. The patient left the hospital four days after the procedure with no further treatment necessary.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
(B)(4) - the actual device batch number associated with this event is not known. The customer reports the following possible batch numbers:batch ck8cwqz0 mfg date: 09/01/2010, exp date: 08/31/2011.batch dg8ddcz0 mfg date: 06/01/2011, exp date: 05/31/2012.